Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). The clinic did not request field service or clinical support. Clinical support visited the site to collect patient information and discuss the event with the doctor. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a patient had a less than favorable outcome following phototherapeutic keratectomy (ptk) surgery in the right eye. According to the doctor the patient presented with an irregular topography. The patient had a loss of over two lines of best corrected visual acuity.